Manufacturer narrative:
(B)(4). Device available for evaluation: the clinical sample is not available for return since it was discarded after use. One sealed sample with the same product code and lot number will be returned for the investigation. (B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: a cholecystectomy procedure was performed without complications. A defect was found post operatively. Bile was found in the drainage. The patient was brought back to the operating room. The clips were found to be in place but not conformed properly. The hospital stay was extended. Currently, the patient is recovering and getting better.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: additional information received from the account stated that the cholecystectomy procedure was performed laparoscopically. An ercp (endoscopic retrograde cholangiopancreatography) was performed. The clips were applied to the cystic duct. The bile was discovered in the drainage on the same day as the initial operation. An unintended x-ray was performed one day post procedure and the clips were observed to not be conformed completely. The reoperation occurred two days post procedure. The three clips were not removed during the reoperation as they did not look malformed. The patient has been discharged from the hospital.

Manufacturer narrative:
MFR ref # (B)(4). Post market vigilance (pmv) led an evaluation of one endo clip l 10mm pistol grip single use clip applier opened by the account. The instrument was received partially applied with six remaining clips. No visual abnormalities were observed with the instrument. The instrument was applied to appropriate test media for functional evaluation. The instrument was found to cycle without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. In addition, when the cartridge was empty, the interlock engaged to prevent the jaws from approximating. Visual and functional testing of the returned product confirmed the product met quality release specifications and the reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.